Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the single board computer (sbc) to resolve the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during set-up, a ventilator froze at the photo screen. The device was shut down by long-pressing the power source button. There was no patient involvement.

Manufacturer narrative:
Product analysis: a single board computer (sbc) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified; the root cause was isolated to software. If information is provided in the future, a supplemental report will be issued.